Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. The pump was also received with case cracked behind the pump at the corner of the belt clip rails, missing serial number label, end cap address label faded, scratched case, and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was 150 mg/dl at the time of the incident. Customer's insulin pump has scratches and missing pump sn label along with worn label. Customer states the pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.